Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge was wet. Customer's blood glucose (bg) level 569 mg/dl. Customer delivered a bolus to address bg level. A cartridge change was performed to resolve the issue.